Event description:
Customer claims that an 18 g needle penetrated through sharps collector resulting in a needle stick injury to a housekeeping employee when removing collector from bracket. The needle penertrated at the upper taper of collector at the seam. Collector was disposed of by customer.